Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained that all of their qc and patient results for elecsys brahms pct (pct) were recovering 0.6 ng/ml when the were processing the samples out of sample cups on a cobas e 411 immunoassay analyzer. The qc results would be acceptable when they would repeat the testing by placing the sample cups on top of tubes. While troubleshooting the problem it was determined that the liquid flow cleaning maintenance was due. The customer performed the due maintenance and tried further troubleshooting the analyzer but stated the issue was still ongoing. The customer stated that they repeated some of the patient samples by aliquoting the patient sample in a sample cup that is placed on the top of tubes. The customer provided the results for 1 patient sample that was a reportable malfunction. The initial pct result was 0.058 ng/ml with a repeat result of 13.88 ng/ml. The erroneous result was not released outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The pct reagent lot was 27885700 with an expiration date of 30-nov-2018. The field engineering specialist determined that issue was caused by intermittent liquid level detection issues that were caused by a broken sample cover. He replaced the broken sample cover. He performed precision run with multiple tubes with no errors. Follow up with the customer confirmed they had no further issues after the service visit. The investigation is currently ongoing.

Manufacturer narrative:
The issue was resolved by the service activities and findings by the field engineering specialist. The customer stated that there have been no further issues.